Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to the customer on how to reset the pump and assisted them with the reset process.